Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs7ezb6. Hardware: sm-s911u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the abdomen between 36 and 48 hours. Patient stated that the pod was not delivering insulin. On the following day, (B)(6) 2026, the patient initiated a new pod and sensor and subsequently observed the controller displaying ¿high.¿ the patient performed fingerstick blood glucose (bg) checks and administered correction doses. Bg level was reported up to 524 mg/dl. The patient experienced headache prior to sleep and, upon waking, experienced chest pain, nausea, and vomiting. Emergency medical services were contacted, and the patient was transported to the emergency department. The patient was admitted for diabetic ketoacidosis and pneumonia and remained hospitalized for 6 days, with discharge on (B)(6) 2026. Treatment included intravenous therapy and diagnostic testing; additional treatment details were not available as the patient did not recall due to illness severity. The patient alleged the event was related to the pod not delivering insulin.